Manufacturer narrative:
A ge service representative performed an on site investigation. The breakers were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 2600 system would intermittently lose the video on the tower monitor. No patient injury was reported.